Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirmed the reported breakage. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the or staff was opening sterile instrument trays, in preparation for a surgical procedure, it was discovered that one of the two insert posts of the attune size 3-5 posterior capture was broken off. It is unknown when and where the small metal post broke off. The missing post was not in the tray that contained the larger portion of the posterior capture. It is unknown when the tray was last used. A replacement capture is needed to complete the consignment tray.